Event description:
During the evaluation of a returned spectrum infusion pump, 2 occurrences of system error 322 alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
MFR reference no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The system error 322 alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The upper auxiliary sub-assembly, and door latch hook were replaced.